Manufacturer narrative:
No product has been returned and the serial number has provided was not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was conducted for the libre sensors and showed no trips.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider reported a patient/customer received a lower reading on her adc freestyle libre sensor than a reading on a hospital meter. It was further reported that on (B)(6) 2018she was brought to the hospital because she ¿was vomiting, had pain in her kidneys, was dehydrated, had lost consciousness and had a seizure¿. Upon arrival at the hospital a sensor scan result of 150 mg/dl was compared to a meter result of 349 mg/dl. Customer was diagnosed with hyperglycemia, admitted to the hospital and treated with an intravenous infusion of actrapid insulin, an unspecified antibiotic and calcium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a patient/customer received a lower reading on her adc freestyle libre sensor than a reading on a hospital meter. It was further reported that on (B)(6) 2018 she was brought to the hospital because she ¿was vomiting, had pain in her kidneys, was dehydrated, had lost consciousness and had a seizure¿. Upon arrival at the hospital a sensor scan result of 150 mg/dl was compared to a meter result of 349 mg/dl. Customer was diagnosed with hyperglycemia, admitted to the hospital and treated with an intravenous infusion of actrapid insulin, an unspecified antibiotic and calcium. There was no report of death or permanent injury associated with this event.